Manufacturer narrative:
Additional information has been requested. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An orthoptist reported suspected over correction following lasik procedure. There was an error message regarding secondary energy out of range. There are two medical device reports associated with this event. This report references the right eye. Additional information has been requested.